Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 46-year-old patient needing mechanical support. It was reported that the patient was on impella cp support due to cardiomyopathy, congestive heart failure, atrial fibrillation, and decompensated heart failure. While on support, the patient experienced a positioning issue, continued atrial fibrillation that did not resolve while on support, suction alarms indicating low pump flow, access site weeping resulting in heparin being withheld, and optical sensor issue for ps low alarm occurring.